Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl. Customer alleged the insulin was not being delivered properly. Infusion set and cartridge were changed multiple times. Customer did not observe any issue with the infusion set adhesive or cannula. As the pump supplies had been changed, pump system check was not performed by tandem technical support.